Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to hepatic failure, cardiogenic shock, biventrivular failure and valvular insufficiency. It is unknown if the death was device related. Information learned from call made to surgeon's office regarding the doctors response for the patient. The patient also had another valve implanted.

Manufacturer narrative:
The patient also had another valve implanted. Hepatic failure, cardiogenic shock, biventrivular failure and valvular insufficiency. Device not returned.